Event description:
Additional information received reported that a patient fall caused the lead to migrate out of the epidural space. A surgical intervention was awaiting decision. It was noted imaging (e.g. X-ray) was performed. The patient had a loss of stimulation and aggravated pain. It was noted the patient didn't require hospitalization and no injury was reported.

Event description:
It was reported that the patient needed a surgeon to "repair" his implantable neurostimulator (ins) and noted he had been unable to get assistance up until now. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 399930, lot# v016490, implanted: 2007 (B)(6), explanted: na, recharger: model 37752, serial# (B)(4), programmer: model product ID 37742, serial# (B)(4), extension: model 3708240, serial# (B)(4), implanted: 2007 (B)(6), explanted: na (B)(4).

Manufacturer narrative:
(B)(4)